Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73f1500558 investigation did not show issues related to the complaint. The investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician noticed that the clip was broken during ligation. A new clip was used with no problem. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The sample was returned with its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All three clips were able to properly load into the jaws of the applier and close. No functional issues were found with the returned clips. The reported complaint of "clip broken" was not confirmed based upon the sample received. Upon functional inspection, all three remaining clips were able to properly load into the jaws of a lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
The physician noticed that the clip was broken during ligation. A new clip was used with no problem. There was no patient injury.